Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing one of the wires at the distal end of the prograsp forceps instrument broken in half and sticking out. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.   The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.